Event description:
The patient had their device explanted, and the explanted products were returned to the manufacturer. Product analysis was performed on these returned devices. There was no performance, or any other type of adverse conditions found with the generator. Product analysis was performed on the returned lead. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. Abrasions were observed in various locations, possibly caused by wear. There were dried remnants of what once may have been body fluids inside the outer and inner tubing. There were no obvious paths of fluid ingress other than the identified abrasions and the cut ends. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.